Event description:
It was reported that the customer was experiencing high blood glucose even though he delivers boluses. Customer stated that he disconnected the insulin pump and ran 5.0 unit tests and nothing came out on the tubing. Customer's blood glucose was unknown. Customer declined to do troubleshooting due to he was driving. The customer was advised to call back to do troubleshooting. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.